Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The issue was reported as "not communicated," therefore, it could not be confirmed. The event history log review identified two alarms; however, we could not relate them to this issue as the reported problem was undetermined. No abnormalities were identified during visual inspection of the device. A device history record review and a service history review were performed and revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) device was "not communicating." The exact issue was not specified. Patient involvement is unknown. No additional information is available.